Event description:
A malfunction alert, specifically malfunction code 12, was reported by the customer, indicating an issue with the insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump; however, the issue persisted, prompting a decision to replace the pump. The customer was guided on how to prepare the pump for return and advised to utilize multiple daily injections as backup insulin therapy.